Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope. A review of stored device memory noted ventricular tachycardia (vt) episodes that corresponded with the symptoms. Further review of stored episodes of the device there was some undersensing. Reprogramming options were discussed and recommended. This product remains in-service.